Event description:
During troubleshooting for an unrelated alarm, it was reported that the heater line became disconnected and the care giver (cg) reconnected the line. The event occurred during fill one while the home patient (hp) was connected to the home choice (hc). The technical service representative (tsr) had the cg closed all the clamps and cycled power. The tsr advised the cg to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  This complaint is for a report with a use error, where the caller reconnected the heater bag after it became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.